Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a lec 1871. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a contaminated dso and uso sensor. Error code 1871 was revealed into the event history log. Functional testing was able to duplicate the reported problem. It was determined that the locked motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.